Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic(vats) wedge resection procedure, while trying to fire the lung, the device's handle could not be squeezed after pushing the green button. A new device's handle and reload was opened and it was fired, but when a new reload was reloaded on the same handle, the handle could not be squeezed. A new device's handle was opened and the same reload was used and it fired. Using the same handle, a new reload was loaded and the handle could not be squeezed again. Finally, a new handle was opened and the same reload was used. It fired and the case was completed. There was no patient injury.